Event description:
The male pt had a carotid artery stenting procedure in late 2007. A 9 x 40 precise stent was implanted. There was no info about the target vessel. Pt had a transient ischemic attack after the index procedure and became blind. No add'l info was provided.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.